Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet and subsequently the pump shut down. The customer's blood glucose was 118 mg/dl. Reportedly, the alert cleared and the pump successfully began charging after leaving the pump plugged into the power source. In addition, it was reported that the battery gauge was observed to be fluctuating. The customer continued using the pump for insulin therapy.